Manufacturer narrative:
With regard to this complaint, one 25 gauge directional laser probe with dorc connector was received for investigation. Visual inspection of the returned product revealed no anomalies. Functional testing confirmed that the internal fiber was broken. The outer jacket of the fiber, however, was intact and prevented laser light from emerging directly. Therefore, the potential harm identified based upon the receipt of the information could not occur. It should be noted that although all laser probes are tested on functionality prior being released for distribution, breaking of the internal fiber is a confirmed deficiency with this product type. Since the optical fiber is very fragile, laser probes should be handled with utmost care at all times to prevent damage.

Event description:
A crack was noticed on a cord of the laser probe. The procedure was completed with a new probe. There was no injury to the patient or the staff.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
A crack was noticed on a cord of the laser probe. The procedure was completed with a new probe. There was no injury to the patient or the staff.